Manufacturer narrative:
(B)(4). Batch # m92782. The device was returned with the upper jaw detached and the iblade upper tip was broken off. The upper jaw and the iblade upper tip broken off were not returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device we are unable to investigate further the ¿tissue effect issues and hemostasis controllable¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided; therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the broken jaw retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken jaw being returned with the device? Or, was the broken jaw discarded? How much blood was lost due to the bleeding? Did the patient receive any blood or blood products? According to our records the reported lot number, m92v9m, is not a valid lot number for an nslg2s35. Please, report the lot or batch number of this device.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon starts using the device in surgery; but when cutting around ligament the jaw of the device breaks falling into the cavity and producing bleeding tissue. The device didn¿t work properly, because it didn¿t coagulate and the tissue was bleeding. The surgeon had to open another device to control bleeding and complete the process.